Manufacturer narrative:
The clip remains implanted. Investigation has not yet been completed. A follow-up report will be submitted with all additional relevant information. The second clip referenced is filed under a separate medwatch report number.

Event description:
This will be filed to report 3 days post procedure, tissue damage and recurrent mitral regurgitation (mr) occurred. It was reported that the mitraclip procedure was performed on (B)(6) 2020 to treat degenerative mr with a grade of 4. Two clips were implanted, reducing the mr to 1-2. On (B)(6) 2020, a control transthoracic echocardiography (tte) was performed, which found exacerbation of mr with a grade of 4. The clip was stable. On (B)(6) 2020, a transesophageal echocardiography (tee) was performed. Surgery was discussed, but was not performed as the patient is stable. On (B)(6) 2020, a transthoracic echocardiography (tte) was performed and the physician suspects a tear occurred on the lateral side of the second clip between the first clip (a2-p2 lateral) and second clip (a2-p2 medial). There is no treatment being performed for the recurrent mr or mitral valve damage, the patient will remain under observation. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, the reported recurrent mitral regurgitation (mr) appears to have been a result of challenging patient anatomy. A cause for the reported tissue damage could not be determined. The reported patient effects of recurrent mr and tissue damage as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.b2. Hospitalization - initial or prolonged removed.

Event description:
Subsequent to the initial report filed, it was confirmed that there was no prolonged hospitalization and the patient was discharged from the hospital on 12/24/2020. No additional information was provided.